Event description:
It was reported the patient's (B)(6) sjm therapy system was explanted amid allegations his stimulation coverage had become inadequate over time. The patient was implanted for peripheral neuropathy of the feet, but reports he was only feeling stimulation down to his calf. Going forward, the patient's pain will be managed with medication.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.